Event description:
Spontaneous. Pt and "coram home health" nurse, (B)(6), reported issue with curlin pump. They stated they started the infusion over 3 hours ago and just noticed the pump is still on step one (20ml/hour). 58.2ml had been infused so far. Helped home health nurse re-program pump with new 40ml/hrx3 min, then 80ml/hour x 30minutes, 160ml/hour x 30minutes,180ml/hour x17minutes, total time 1 hour 47 minutes, volume with overfill 192ml, to see if that would fix the pump. Home health nurse completed verbal readback confirmation reprogramed. Advised if after 30min the pump does not go to the next step to complete the infusion via gravity tubing. Reported product complaint occurred while in use with the pt. No update was provided by nursing. Device is being sent back for return. Unknown if back up device via gravity was used. No missed dose or adverse event reported. No further info. Strength: 20gm/200ml and 1gm/10ml. Reported to (B)(6) by health professional.